Event description:
A malfunction was reported on the pump by a caller, and no notable events occurred before the malfunction. The issue's impact on the customer's blood glucose level was unknown. Technical support assisted the caller in resetting the pump, providing reset information, and confirmed that the malfunction did not recur after resetting. The customer was advised that they could continue using the pump and to call back if any malfunction code appears again.